Event description:
It was reported that the pacemaker had two stored non-sustained ventricular episodes. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel consistent with electromagnetic interference (emi) present. There was oversensing with about 2.5 seconds of pacing inhibition. There was no asystole as the patient's natural conduction was maintained. Two other episodes with emi noise were also found with oversensing. All other diagnostics and lead measurements were within normal range. This rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).